Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 41-53 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level ranged from 115-116 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.